Event description:
It was reported within a publication by (B)(6) that there was significant extravasation after a shoulder procedure in which crossflow was used. Initail pressure set to 25 mmhg later raised to 35 mmhg to aid in visualization where it remained for the duration of the case. Upon completion of the case and removal of the surgical drapes, significant unilateral face and neck swelling was noted on the side of the operative shoulder (the non-gravity dependent side). Upon consultation with the anesthesia providers the decision was made to obtain a computed tomography (CT) scan for visualization of the soft tissues surrounding the airway, with a plan to leave the patient intubated overnight. The CT demonstrated diffuse soft tissue edema in the subcutaneous tissues of the neck, chest and face.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: significant extravasation. Probable root cause: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted cassette/ tubing 4. Motor encoder malfunction/failure (inflow and/or outflow) 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up 7. Main board (all) /imx failure (cf) 8. Software malfunction 9. Use error 10. System design 11. Unwanted movement of internal components/wiring 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design) 13. Pump operated at least-favorable environmental conditions for extended period of time 14. Run screen does not adequately indicate overpressure situation 15. Miniwashmalfunction (cf) 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) 17. Excessive use of wash or turbo 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates 19. Power failure of pump 20. Pressure sensor stuck behind the sensor bracket 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 22. Insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported within a publication by brandon r. Vier that there was significant extravasation after a shoulder procedure in which crossflow was used. Initial pressure set to 25 mmhg later raised to 35 mmhg to aid in visualization where it remained for the duration of the case. Upon completion of the case and removal of the surgical drapes, significant unilateral face and neck swelling was noted on the side of the operative shoulder (the non-gravity dependent side). Upon consultation with the anesthesia providers the decision was made to obtain a computed tomography (CT) scan for visualization of the soft tissues surrounding the airway, with a plan to leave the patient intubated overnight. The CT demonstrated diffuse soft tissue edema in the subcutaneous tissues of the neck, chest and face.